Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient experienced venous occlusion and left arm swelling from occlusion. The right ventricular (rv) lead and right atrial (ra) lead were explanted due to occlusion. It was reported that interventional ballooning of the vein was performed after lead extraction. A leadless implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.